Manufacturer narrative:
Device passed the displacement self test. No time or clock anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer blood glucose level was 170 mg/dl. The customer stated that they were not able to update time and date. 12:32 am was what the insulin pump was showing when 1:55 pm was customer¿s current time. Customer stated that the loss was greater than 3 minutes within 10 days. Customer stated that the loss was greater than 9 minutes within 30 days. The troubleshooting was performed for the time clock anomaly. The customer reported that her insulin pump was now keeping time but only when in military time, not in 12 hour setup. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump revert to back up plan. The insulin pump will be returned for analysis.